Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 450 mg/dl, and 300 mg/dl. The customer reported that they treated high blood glucose level with 115.5 units bolus and manual injections. The customer did not mention any symptom related to high blood glucose level. The customer alleged the insulin pump was not working as they had high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries. (B)(4).